Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station was noting half height legacy 3.2 off bus, and no pmc diagnostic leds were illuminated. A field service engineer tested the operation of drawers 3.1 and 3.2 using the pmc diagnostic buttons, confirming that both drawers were fully functional. The engineer then installed a replacement pyxis module controller board and retested the operation using the hardware test application (hta) with no issues observed. The system functioned as intended after the field service engineer repaired the device.